Event description:
Information was received from a patient who was receiving unknown drug via an implantable neurostimulator (ins). It was reported that a patient with an implantable neurostimulator experienced several issues. The patient was unable to shut down the device and experienced stimulation down the right leg instead of the intended right side of the neck and arm. There was a burning sensation where the old device was implanted, and it was noted that one of the leads was broken. The patient reported a low-grade fever, dizziness throughout the night, low blood pressure, frequent falls, and loss of balance. Additionally, the patient experienced a burning sensation in the back, right arm, and right hip. Swelling was noted but had subsided. Troubleshooting steps were taken, and the patient was able to successfully connect and turn off the therapy. The patient was advised to see a healthcare provider and planned to do so the following friday.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID: 3778-60 (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2010; explant date brand name ; product ID: 3778-60, (serial: (B)(6); product type: 0200-lead; implant date (B)(6) 2010; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.